Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Therefore, ten retained samples were visually inspected, and no damaged tubing was found. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has not been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective actions are required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® push button blood collection set, a total of eight (8) units exhibited holes in the tubing, requiring recollection of the sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d2b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® push button blood collection set, a total of eight (8) units exhibited holes in the tubing, requiring recollection of the sample. No adverse impact was reported regarding the patient or user.